Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had been hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level was reported to be 464mg/dl. It was reported that the customer was treated at the hospital for the highs. Troubleshoot was reported to be conducted. It was reported that the customer declined to troubleshoot for high pressure test. It was reported that the customer was advised to monitor the device.